Event description:
It was reported that the wheel was detached. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). The front right wheel found detached. The wheel has been reinstalled and fully tightened. The ventilator was then handover to the customer in working condition. The root cause for the reported issue could not be determined. The UDI information is not available since the device was manufactured before 2015.